Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision. In consumers opinion retinal tear may caused the blurry vision. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).